Manufacturer narrative:
(B)(4). Device was returned for analysis. The hypotube, collar, distal shaft and tip was microscopically inspected. Inspection revealed a partial separation at the collar with numerous kinks in the hypotube. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 07-sep-2017. It was reported that crossing difficulties occurred. The 70% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A guidezilla¿ guide extension catheter was selected for use. The target lesion was pre dilated and expanded before using a non bsc balloon. When guidezilla¿ was used, it failed to enter the lesion. No patient complications reported. However, device analysis revealed a partial separation at the collar.